Manufacturer narrative:
(B)(4)

Event description:
The customer complained of a display issue with a coaguchek xs meter with an unspecified serial number. The customer was unable to read the serial number. The customer stated segments were missing from the results field of the display. The customer attempted to perform a display check, but the meter would not power on. The customer changed the batteries, however, the meter still had no power. There was no allegation that an adverse event occurred. The customer did not report any results with missing segments to his physician. The device was requested for investigation.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.